Event description:
It was reported to philips that the azurion device would not boot up. The device got stuck at the zero countdown. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system freezing during bootup. Review of the system log file showed that an x-ray pc error at startup. The fse installed a new x-ray pc and restored the backup. After reinstalling and restoring , the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.